Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, customer did not complete air removal steps prior to filling the cartridge. A supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.